Event description:
The customer reported a leak from the coulter lh 500 hematology analyzer while running startup. The customer stopped the instrument and repeated the samples on another instrument. The results appear to correlate. The volume of the leak was approximately 20 ml and was not contained within the instrument. The customer also reported the instrument was generating partial aspiration errors while running quality control (qc) at the time of the event. The customer was wearing personal protective equipment (ppe) consisting of gloves and a laboratory coat at the time of the occurrence and there was no report of injury or direct exposure to the leak. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on 12/22/2014. The fse found a leak in the tubing through pinch valve pv39. The fse replaced the tubing, which repaired the leak and the partial aspiration errors. The repairs were verified per established procedures. (B)(4).